Event description:
Account alleged that the brakes will not hold.

Manufacturer narrative:
Account repaired the bed but did not document what repairs were made, unsure what repairs resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.